Event description:
On (B)(6) 2019, the patient¿s husband contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to a hospital meter. The complaint was classified based on the customer service representative (csr) documentation and on information obtained after reviewing the call by the medical surveillance specialist (mss). The reporter alleged that on (B)(6) 2019 at 9 pm his wife¿s meter provided an inaccurate high reading of ¿545 mg/dl ¿on the subject meter compared to a hospital meter reading of ¿261 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter did not provide information about how his wife usually manages her diabetes and stated that she didn¿t make any changes to her usual diabetes management regimen in response to the alleged issue. However, the reporter states that his wife got hospitalized on (B)(6) 2019, in the evening where a reading of ¿19 mg/dl¿ was obtained on the hospital meter. Approximately 8 hours after this reading, his wife fell into a ¿coma¿. The reporter states that at the time of the call with lfs, his wife is still in the hospital. It was not reported what treatment the patient received. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure, the correct testing process was being followed and the patient had used an approved sample site to obtain the blood sample. The csr also noted that the test strips were expired and therefore the test strip cal code did not align with the meter¿s. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high result, the alleged meter issue could not be ruled out as a cause or contributor to the event as the reporter states that the test strips were expired and might have caused the meter to provide inaccurate readings leading up to the event.